Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008 in regards to erroneously elevated accutni results generated on the unicel dxi 800 access immunoassay system. The initial erroneously elevated results were reported outside the lab. The customer re-ran the samples and the results were within normal reference range. The corrected results were reported. There are no reports of any adverse pt consequence or change to the pts' treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The device was not evaluated. No definitive root cause could be determined for this event. This is four of four separate MDR reports related to six pt events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-01711, 01712, 01713 for all events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events.